Event description:
Boston scientific received information that the patient with this pacemaker experienced multiple syncopal episodes. Further detail was not provided by the health care professional (hcp). There were no additional adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.